Event description:
The customer stated that he was getting motor error and no delivery alarms. The customer also stated that he was hospitalized recently with blood glucose levels greater than 600 mg/dl, and was vomiting. The customer stated that he had been driving prior to the event, and was involved in an accident. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the displacement and self tests. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.